Event description:
Event verbatim [preferred term] burn blister [burns second degree] , she noticed a very strong heat. When it got too strong, she took off the wrap [device issue] , scars [scar] , case narrative:this is a spontaneous report from a contactable pharmacist via bfarm (regulatory authority number: (B)(4). A 46-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from 13dec2018 for pain in the neck. Medical history and concomitant medications were not reported. The patient put on the heatwrap in the neck and shoulder area according to the instructions. After 3 hours, she noticed a very strong heat. When it got too strong, she took off the wrap. But burn blisters had already developed, some like scars and really open parts. It was even necessary to visit a physician. Photos were also available to the patient. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization.the action taken in response to the events of the product was permanently discontinued. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (31jul2019): new information received from a contactable consumer includes: suspect product indication reaction data (additional event scar) and event details. Follow-up (01aug2019): new information received from the product quality group includes: severity ranking. Follow-up (19sep2019): follow-up attempts completed. No further information expected. Follow-up (08oct2019): this follow-up is being submitted to notify that an investigation of the device is ongoing.

Event description:
Burn blister [burns second degree], she noticed a very strong heat. When it got too strong, she took off the wrap [device issue]. Case narrative: this is a spontaneous report from a contactable pharmacist via (B)(6) (regulatory authority number: (B)(4)). A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2018 for unknown indication. Medical history and concomitant medications were not reported. The patient put on the heat wrap in the neck and shoulder area according to the instructions. After a short time, she noticed a very strong heat. When it got too strong, she took off the wrap. But burn blisters had already developed. It was even necessary to visit a physician. Photos were also available to the patient. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burn blister [burns second degree] , she noticed a very strong heat. When it got too strong, she took off the wrap [device issue] , scars [scar]. Case narrative: this is a spontaneous report from a contactable pharmacist via bfarm (regulatory authority number: 08153/19). A 46-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from 13dec2018 for pain in the neck. Medical history and concomitant medications were not reported. The patient put on the heatwrap in the neck and shoulder area according to the instructions. After 3 hours, she noticed a very strong heat. When it got too strong, she took off the wrap. But burn blisters had already developed, some like scars and really open parts. It was even necessary to visit a physician. Photos were also available to the patient. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (31jul2019): new information received from a contactable consumer includes: suspect product indication reaction data (additional event scar) and event details.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , she noticed a very strong heat. When it got too strong, she took off the wrap [device issue] , scars [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist via bfarm (regulatory authority number: 08153/19). A 46-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from 13dec2018 for pain in the neck. Medical history and concomitant medications were not reported. The patient put on the heatwrap in the neck and shoulder area according to the instructions. After 3 hours, she noticed a very strong heat. When it got too strong, she took off the wrap. But burn blisters had already developed, some like scars and really open parts. It was even necessary to visit a physician. Photos were also available to the patient. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization.the action taken in response to the events of the product was permanently discontinued. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (31jul2019): new information received from a contactable consumer includes: suspect product indication reaction data (additional event scar) and event details. Follow-up (01aug2019): new information received from the product quality group includes: severity ranking.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number neck should wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is no further action required. Severity of harm ranking: s3.

Event description:
Burn blister [burns second degree] , she noticed a very strong heat. When it got too strong, she took off the wrap [device issue] , scars [scar] . Case narrative: this is a spontaneous report from a contactable pharmacist via bfarm (regulatory authority number: 08153/19). A 46-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2018 for pain in the neck. Medical history and concomitant medications were not reported. The patient put on the heatwrap in the neck and shoulder area according to the instructions. After 3 hours, she noticed a very strong heat. When it got too strong, she took off the wrap. But burn blisters had already developed, some like scars and really open parts. It was even necessary to visit a physician. Photos were also available to the patient. Action taken in response to the events of the product was permanently discontinued. The outcome of the events was unknown. New information received from product quality complaints (pqc) group included: product quality investigation results. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number neck should wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/minor. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is no further action required. Severity of harm ranking: s3 additional information has been requested and will be provided as it becomes available. Follow-up (31jul2019): new information received from a contactable consumer includes: suspect product indication reaction data (additional event scar) and event details. Follow-up (01aug2019): new information received from the product quality group includes: severity ranking. Follow-up (19sep2019): follow-up attempts completed. No further information expected. Follow-up (08oct2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (27aug2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected.